Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: air entered the line during the chemotherapy infusion because the secondary line ran dry while the primary line was clamped, needing intervention from the nurses to resolve the issue.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample or event logs were provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.